Event description:
It was reported that a home patient experienced an infection, coincident with peritoneal dialysis therapy. The cause of the infection was not reported. It was not reported if the patient was hospitalized for the infection. Treatment for the infection was not reported. It was not reported if dianeal and extraneal therapies were ongoing. It was not reported if the patient was recovering or was recovered from the infection. No additional information is available.

Manufacturer narrative:
(B)(4). On an unreported date, the patient experienced an infection. The device was not returned; therefore, a device analysis could not be completed. A device history record review was performed and indicates that manufacture of the device is not related to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.